Event description:
A malfunction alarm was reported with code malf 9, but no notable events occurred prior to the malfunction. There was no adverse impact to the customer¿s blood glucose level. Technical support provided information to reset the pump, assisted the customer with the reset, and confirmed that the malfunction did not recur. The customer was advised to continue using the pump and to call back if any issues reoccurred.